Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "we had a cardiohelp malfunction end of last week. It was a circuit that has been wet for about 2 weeks. When we deployed to the or for cannulation before attaching to patient we upped the rpms to a total flow of 1l but the membrane pressures went above 500 on the pre with a delta of 200 ish. We tried to troubleshoot every way that we could think of. I left the circuit and machine attached and tagged it. I am uncertain if this is a machine malfunction. We tried to re-zero the transducer on a dry circuit, with no change to values once placed back on wet circuit." (B)(4).

Manufacturer narrative:
The product was investigated at the laboratory of the manufacturer. The tubing set was connected to the cardiohelp device and filled with priming fluid. During testing no value pint (internal pressure) was displayed as well as no delta p (calculated out of pint and part). The most probable cause of the reported failure "membrane pressures went above 500 on the pre with a delta of 200 ish" could be a malfunctioning pint sensor. The pint sensor was found to be corroded during investigation. Most probable the sensor was exposed to priming fluid. Thus the reported failure could be confirmed. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).